Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that during set-up prior to patient use, the vela ventilator would not boot up and the display was blank. The customer also stated the ventilator was alarming "vent inop", "motor fault", xdcr fault", "low pip" and "low ve" continuously. After testing the ventilator it was found the "turb diff press" transducer test failed. The customer stated there was no patient involvement associated with the reported event.